Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap extend life transfer set was unable to disconnect from the solution bag as the connection was too tight. This occurred after continuous ambulatory peritoneal dialysis (capd). This was the first reported issue with the minicap transfer set after two weeks of use. The home patient had their transfer set exchanged in the hospital following this issue. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Sample analysis was performed to identify any product failures that could cause the reported event. During visual inspection, a missing chip insert in the twist clamp assembly was identified. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.